Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the tracheostomy tube was placed in use with patient on (B)(6). According to reporter, the tracheostomy tube was sutured in place on patient's neck and tape was placed over the sutures. [The device instructions for use require user to secure the tracheostomy tube using cotton tapes or using portex tracheostomy tube holder supplied with kit]. According to reporter, on (B)(6), the patient's breathing circuit attached to the tracheostomy tube showed no movement during patient respiration. Patient was administered oxygen via face mask. An examination was performed via bronchoscopy that showed the tube had become displaced (tube was no longer in correct position). Tracheostomy tube was removed from use. Patient could breathe spontaneously (was coming to end of tracheostomy tube weaning process). No permanent adverse effects reported.